Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician noted difficulty in placing the lead and low sensing amplitudes with high pace thresholds were also reported. The physician suspected the issue due to insulation damage and lead fracture. The lead was extracted and replaced and the implant procedure completed without consequence. No adverse patient effects were reported. This lead was never in service and was discarded following the implant procedure. As such, it is not expected for return and analysis.